Event description:
It was reported that the zoom drive would disengage while going up a carpeted incline. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.